Manufacturer narrative:
Preliminary analysis of the returned unit did not reveal any anomaly.

Event description:
Reportedly, during the last follow-up performed in (B)(6) 2018, the estimated residual longevity was more than twelve months. However, the device was explanted on (B)(6) 2019 since the battery was depleted.

Event description:
Reportedly, during the last follow-up performed in (B)(6)2018, the estimated residual longevity was more than twelve months. However, the device was explanted on (B)(6) 2019 since the battery was depleted.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190902 - file-2019-02049 - analysis_and_closure_report_resp-2019-01241.pdf].

Event description:
Reportedly, during the last follow-up performed in (B)(6) 2018, the estimated residual longevity was more than twelve months. However, the device was explanted on (B)(6) 2019 since the battery was depleted.